Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the analog and pace/defib (pd) engine board assemblies. The analog board and pd engine board assemblies were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge, inappropriately shut down, and would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.